Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. Three months post the placement of a taxus express2 drug eluting stent, a thrombosis was identified. The thrombus led to an infarction. The pt stopped taking plavix due to a surgery, they were prepping for. No pt complications were reported. Patient status reported as "ok". Additional info is unavailable.